Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wire-guided dilation balloon was used during a gastroscopy with dilation procedure performed in the pylorus on (B)(6) 2016. According to the complainant, as they were trying to remove the device from the endoscope after dilation, the exit marker bunched up. They were unable to remove the device out through the endoscope, so the endoscope and the device were removed from the patient together, and the catheter was cut to remove the device from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the exit marker was bunched up on both sides. It was also noted that the catheter was cut. A functional analysis could not be performed due to the condition of the device. The noted failures likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy with dilation procedure performed in the pylorus on (B)(6) 2016. According to the complainant, as they were trying to remove the device from the endoscope after dilation, the exit marker bunched up. They were unable to remove the device out through the endoscope, so the endoscope and the device were removed from the patient together, and the catheter was cut to remove the device from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.